Event description:
Terumo received the following information:it was reported that since the guidewire got stuck within the guiding catheter, the catheter was removed. After releasing the stuck at the distal end of the guidewire, it was withdrawn from the guiding catheter. The wire was replaced, and the procedure was finished without any problem. The procedure was completed successfully. There was no harm to the patient reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age & date of birth: requested, not provided, a3a: sex: requested, not provided, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d4: UDI no. N/a as this product is not exported to the us market, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, (B)(6). Appearance confirmation: the returned device was runthrough. It had been bent at the distal end. It was thought to be caused due to shaping. The coil had been jumbled at approximately 39 mm and approximately 48 mm from the distal end. The ptfe coating had been peeled off at approximately 1095 mm and approximately 1120 mm from the distal end. No anomalies were found in appearance in other parts. Dimensions: the outer diameters of the platinum coil, the stainless-steel coil, and the shaft: they met the factory's specifications. No anomaly was found. History investigation of the involved product code/lot number: no anomaly was found in the results of the history investigation. Simulation test: when the torque load was applied with the platinum coil stuck, the coil became jumbled in the stainless-steel coil. Based on the investigation results, no anomaly was found in the manufacturing history records and in the dimensions. As one of the possibilities, it was inferred that this case occurred by the following mechanism. However, since the concomitant device was not returned, it was not possible to clarify the cause of the occurrence. The distal end got stuck due to some factor (such as a lesion). The coil became jumbled when a torque load was applied to release the stuck. The ptfe coating was peeled off when the shaft was strongly abraded by some hard object (such as a lesion) while manipulating the actual device. Relevant IFU reference: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.